Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead impedance warning was triggered for the right atrial (ra) lead and right ventricular (rv) lead. Ra lead was explanted and rv lead remains in use. No patient complications have been reported as a result of this event.